Event description:
It was reported that the following event to the (B)(6) was reported: "perception of screeching and a feeling of ? Of the left total hip prosthesis for 6 months. Pains more intense in early (B)(6) with increase of the screeching. Intraoperatively: metallosis, many ceramic debris, wear of the prosthetic cup, wear of the ceramic head (not broken). Change of the cup, the insert and the femoral head."

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown ceramic femoral head. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.